Manufacturer narrative:
(B)(4). Concomitant medical products: unknown taper body, pn unknown, ln unknown; unknown femoral head, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-01652. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed with the information provided. Review of x-rays received found the right femoral stem to be intact with a proximal cerclage wire in place. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to the cone body not being fully engaged with the distal stem. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.